Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen appears to be dimmer around the edges and appears to display shadows. In addition, it was reported that the customer was going through the load process and accidentally restarted the change cartridge process. Tandem technical support guided the customer through reinstalling the cartridge. Cartridge was able to be successfully loaded onto the pump. Customer stated that she believes her blood glucose level was impacted, but had not checked and was unable to provide a blood glucose level.